Event description:
It was reported that during a low anterior resection procedure, after firing the circular stapler, the surgeon noticed staples from the distal transection (contour) were not formed properly. Instead of a "b" shaped staple they were "w" shaped. The surgeon had performed a leak test using air and water with no apparent leak reported. There was however, feces in the abdominal cavity. The assisting surgeon had mentioned there had been feces in the abdominal cavity prior to firing the instruments. The pt is stable and in the general ward with feces draining into a drain. The surgeons are hopeful he will resolve himself. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.